Manufacturer narrative:
Further information was requested but not received. The unique device identifier is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg was explanted and replaced to address the issue. Patient now has effective therapy.

Event description:
Additional information indicates that the device meets or exceeds 75% of its expected longevity.

Manufacturer narrative:
Per the device information received, the device meets or exceeds 75% of its estimated longevity; therefore, this device is no longer considered reportable.